Event description:
Patient is awake, with tracheal tube and breathing mode is spont. Flow sensors tube has been wet at some point and ventilator has been alerted that the patient is not getting air. In this point breathing mode has been changed to spont. Ventilator has been set psupport to 30h2o, peep 10. Patient had received huge vt:s, over 2 liters. Ventilator did use wrong information to set controls. Patient's lungs were stretched strongly. There is no complete clarity about the order of events. Only sure thing is that; flow sensors tubing has been wet and wrong information as a result of that has been copied from the ventilation mode to another. Is it appropriate that the ventilator is allowed to adjust itself so strongly?

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The root cause was determined to be user error. In consequence no correction was necessary. There was potential patient harm.